Event description:
It was reported that, during removal of a pacemaker with implantion of an aicd, the wound was closed with 3 layers of continuous vicryl. The patient experienced an increase in post-operative pain with temperature elevations of 100.4f. The aicd implantation site was warm and tender. Diagnosis was aicd infection, and the patient was treated empirically with vancomycin, gentamycin and cefepime pending a culture. The wound marigin was open and was left to heal by secondary intention. The patient ultimately healed well.